Event description:
It was reported that this system exhibited increased right atrial (ra) capture threshold measurements, as well as over-sensed non-physiological artifacts from both the ra and right ventricular (rv) leads. There was additional muscle noise noted. The physician suspected a potential connection issue and contacted boston scientific technical services (ts) for review. However, complete data was not available. Nevertheless, ts recommended performing an in-clinic integrity assessment of both leads via provocative maneuvers. The specific rv and ra lead details were not provided. At this time, the system remains implanted and in-service. No adverse patient effects were reported.